Manufacturer narrative:
No calibration influence was observed. The customer and service maintenance were performed within specifications. A general reagent or analyzer problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 analytical unit serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit. Sample 1 (patient 1): initial result: 78.7 pg/ml. A follow-up and/or physician feedback prompted the repeat of the sample. Repeat result: <5 pg/ml (tested on another cobas). The customer then decided to test all samples with initial tnths results between 10 pg/ml and 300 pg/ml in duplicates for at least a week. Sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 33.7 pg/ml. Repeat result: 26.7 pg/ml (tested on another cobas). The results with lower values were considered to be correct.